Event description:
It was reported that insulin pump shuts off without warning. Insulin pump did not turn on with battery change. Customer was advised to clean bettery cap and that replacement battery cap would be sent. Customer was advised to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.